Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was not pressed all the way down as it could not be pressed down. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepared according to instructions for use (IFU). The procedure used a retrograde approach. There were no visible signs of device or packaging damage before use. Angiography confirmed femoral artery suitability, with vessel diameter =5 mm, no calcium, plaque, stent, stenosis >50%, hematoma, arteriovenous fistula, or pseudoaneurysm, and the site had not been closed within 30 days prior. A non-cordis sheath was used. There was no difficulty connecting the sheath with the device, no resistance during advancement, no sheath kink, and the sheath was properly retracted, locked, and an audible click was heard. The device and sheath were retracted together until the indicator window turned solid black, with no red color observed, and the device was securely locked. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until pulsatile flow slowed or stopped. There was no issue with or damage to the deployment lever. Plug deployment was unsuccessful as the plug could not be released from the device. The device was attempted to be deployed outside of the patient but the button could not be pressed. The device will be returned for evaluation.

Manufacturer narrative:
Account information is unavailable, if information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was not pressed all the way down as it could not be pressed down. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepared according to instructions for use (IFU). The procedure used a retrograde approach. There were no visible signs of device or packaging damage before use. Angiography confirmed femoral artery suitability, with vessel diameter =5 mm, no calcium, plaque, stent, stenosis >50%, hematoma, arteriovenous fistula, or pseudoaneurysm, and the site had not been closed within 30 days prior. A non-cordis sheath was used. There was no difficulty connecting the sheath with the device, no resistance during advancement, no sheath kink, and the sheath was properly retracted, locked, and an audible click was heard. The device and sheath were retracted together until the indicator window turned solid black, with no red color observed, and the device was securely locked. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until pulsatile flow slowed or stopped. There was no issue with or damage to the deployment lever. Plug deployment was unsuccessful as the plug could not be released from the device. The device was attempted to be deployed outside of the patient but the button could not be pressed. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufacturing position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed, since the indicator wire was received fully deployed, during this analysis, the indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white and red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. Since the internal components were not covered or affected by blood, the attempt to remove residues with hydrogen peroxide was not performed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was able to be successfully deployed with full lever depression and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.